Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion was located mid-circumflex and described as very tortuous and calcified. The area was pre-dilated with a 2.0 x 20 mm maverick balloon. The physician had some difficulty in crossing the lesion while implanting a taxus express2 3.5 x 16 mm drug eluting stent into a 3.5 mm vessel. The balloon was inflated three times from 14 to 20 atms. Upon removal, the physician met withdrawal resistance as the stent was sticking to the balloon. The delivery system was successfully removed and the lesion was post dilated. The final stent position was reported as well positioned and well apposed. There were no reported pt complications.